Event description:
Lack of stability during placement.

Event description:
Lack of stability during placement. We have received additional information that the correct customer number is (B)(6) and the qn has been updated. Hence this updated report.